Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed visual testing. The returned test strips were discolored-yellow. If any add'l info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.